Event description:
Reporter alleges plaintiff received mammary implant on the right side in 1973. Reporter also alleges "at the beginning of the 1980's the plaintiff began to experience major health problems. In 1987 the plaintiff was diagnosed with lupus. As well, the plaintiff suffers from rashes, chronic fatigue, arthritis, anemia and vitamin deficiency, as well as other health related difficulties." Plaintiff alleges that gel was allowed to enter her body, and in so doing, caused her irreparable damage.